Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Significant wear and scratches on the device were noted. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The device is reportedly available for evaluation; however, it has not been received by legal manufacturer to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. There are warnings in the package insert that this type of event can occur. Under precautions, it states, "intraoperative fracture or breaking of instruments has been reported for general instruments."

Event description:
The patient underwent total knee arthroplasty. During the procedure, the trial patella peg fractured. No pieces fell into the patient and the procedure was completed without delay, utilizing the same patella trial.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay additional information that was not reported at the time of the initial medwatch. Lot number: zb151101 (B)(4).